Manufacturer narrative:
Please note correction to section: date of event is (B)(6) 2016.

Manufacturer narrative:
Additional gore® tag® device included in this report: tgu404015/11655150. UDI¿s: (B)(4). Concomitant product(s): patient medications include advair, colcrys, prednisone, atorvastatin, methotrexate, protonix, and sotalol. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak, aneurysm expansion, and reoperation.

Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu404020/11415965 and tgu404015/11655150) to treat a thoracic aortic aneurysm. On (B)(6) 2016, follow-up computed tomography (CT) scan reportedly showed an indeterminate endoleak. The aneurysm measured 6.2 cm in diameter. On (B)(6) 2017, CT scan reportedly revealed an indeterminate endoleak with aneurysm enlargement to 7.6 cm. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby an additional gore® tag® device was implanted to extend the stent-graft system proximally to the innominate artery. The left common carotid artery was not compromised by the procedure as the patient¿s anatomy featured a bovine arch. The patient tolerated the procedure.